Event description:
This report concerns two batches of seraclone anti-s, art. No. (B)(4). In addition to the lot number, the lot 7025110-01 (exp date 06/12/2012) is affected as well. The customer reported false negative reactions of s positive cells from their cell panel of a competitor. The panel cells are used as control cells. The customer has sent us the two complained lots but not the panel cells. The two complaint samples of customer were tested with different s positive red cells and reacted correctly positive.